Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than six months post the implant of an implantable pulse generator (ipg) system that the patient developed a pocket infection. Cultures were taken and medication was administered the ipg system was removed and replaced. No further patient complications have been reported as a result of this event.